Event description:
The customer reported the auxiliary channel of the evis exera ii ultrasound gastrovideoscope was plugged. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the balloon channel was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found auxiliary channel was plugged, the balloon could not be deflated due to clogging of the tube, the bending section cover adhesive was discolored, the ultrasonic probe was loose, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter in the auxiliary channel could not be identified and the root cause of the issue could not be determined, however, it is possible that due to physical damage to the equipment, foreign matter could not be removed even after proper reprocessing. The event may be prevented by following the instructions for use which state: ¿3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. Olympus will continue to monitor field performance for this device.